Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
Implant date: (B)(6) 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : (B)(6) 2012: the patient underwent x-ray of the lumbar spine lateral showed interval placement of a transpedicular screw at the l3-l5 and placement of a disk spacer device at l3-l4. Impression: surgical instruments superimposed over the disc space at l2-l3. Interval removal of the transpedicular screws previous present l2-l3. The patient underwent laminectomy with l2-l3, l3-l4 fusion instrumentation with interbody cage, pedicle screws, dbm, rhbmp2, canc. Cubes, cell saver. On (B)(6) 2013: the patient underwent MRI examination of the lumbar spine with and without contrast due to low back pain. Impression: p ostoperative changes within the lumbar spine extending from l2-l5 as described above. There is a fluid collection within the soft tissues posterior to the spinal canal which is most likely a postoperative seroma. Superimposed infection of the fluid collection cannot be completely excluded. Multilevel degenerate changes throughout lumbar spine was observed. Diffuse heterogeneous appearance throughout the bone marrow of the lumbar spine. This suggests a diffuse marrow replacing process of unknown etiology, stable in appearance.